Manufacturer narrative:
Evaluation code, results: inherent risk of procedure (stent embolism) patients condition affected the effectiveness of the device (leison exhibited 90% stenosis, moderate tortuosity) none (no device or cine images received for evaluation). Evaluation code, conclusion: known inherent risk of procedure (stent embolism) device failure related to patient condition (leison exhibited 90% stenosis, moderate tortuosity) unable to confirm event (no device or cine images returned) FDA (B)(4).

Event description:
The physician was treating a lesion in the lad which exhibited 90% stenosis and moderately vessel tortuosity. The physician implanted a resolute integrity stent in the mid lad with no issues noted. Then an attempt was made to implant a resolute onyx stent distal to the previously deployed stent. The physician was unable to deliver the device and the stent dislodged off the balloon. A snare was used to recapture the stent and it was removed from the patient with no injury reported. Please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.